Manufacturer narrative:
The fogarty embolectomy catheter involved in this case was received by our product evaluation laboratory. As received, balloon was found to be ruptured at central area. Balloon edges did not appear to match at the ruptured region. Both windings were intact. Per the IFU balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. And to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter. No other visible damage was observed from the catheter body and windings. Through lumen was patent without any leakage or occlusion. Evaluation results revealed that the reported event was confirmed. Further investigation was completed by the engineers in the manufacturing site. Based on this assessment, the root cause of this event could not be established. The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met, and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during procedure, the balloon of this fogarty embolectomy catheter burst. There is no allegation of patient injury. The device was available for evaluation. As per product evaluation findings, balloon was found to be ruptured at central area. Balloon edges did not appear to match at the ruptured region. Patient demographics unable to be obtained.